Event description:
Complainant alleged that while attempting to defibrillator a pt in cardiac arrest, the device failed to discharged after one shock was delivered. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.